Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 22th june, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the handle dropped from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the handle dropped from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to dropped handle, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of detached handle volista surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for the issue investigated herein. As stated by the subject matter expert at maquet sas, the most probable root causes of this incidents are: a wrong fitting of the sterilizable handle onto the light head. The user manual IFU 01781 en 19 on pages 56-59 mentions all the recommendations about the sterilizable handle and particularly how to fit it onto the light. Sterlisable handle are consumable and must be replaced if any default is detected prior to use: cracks defective locking mechanism. Standard life expectancy is 50 sterilisation cycles (IFU 01781 en 19, page 92). Maquet sas recommends to inform the customers about the hazards in cases of non-compliance of these instructions. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).